Manufacturer narrative:
The technician investigated and was unable to replicate the symptoms, the bed functioned as designed. The technician replaced both side rail caregiver board and cable harness as a precaution. Based on this information, no further action is required.

Event description:
The account reported the bed hi/low and head functions moved up and down unintentionally. The bed is located in a patient room at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).